Event description:
It was reported that during an unknown procedure the titanium tip broke when it was used. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: v96a90. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/14/2022. Additional information was requested and the following was obtained: after investigation, the patient's age and gender were unknown. On april 7, 2022, the patient underwent laparoscopic right hemihepatectomy (specific diagnosis and unknown). The surgeon used harh36. The device was non-reusable, and the surgeon complained that the device was normally installed. During the operation (with unknown details), the blade tip fractured, and the fractured part was found. No patient injury event occurred during this period. The surgeon replaced another device of the same product code to complete the subsequent surgery successfully, and the surgery time was prolonged for about 20 min. The patient recovered well after surgery and was discharged. No reports on subsequent complications were received.